Manufacturer narrative:
Foreign zip code: (B)(4). One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿¿during a meniscus repair surgery, the suture was broken.¿ t1 was not returned. T2 and partial suture were returned. T2 had suture knotted around the body. This is not conducive to anchoring and could hinder cinching of the anchors. The depth limiter was attached and slightly retracted. The delivery needle shows no damage. It has been cycled and the device still cycled and actuated. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during surgery, the suture was broken. The procedure was successfully completed using a backup device. T2 was not deployed through the meniscus. The suture and t's were removed. It is unknown if there was a delay in the case. Patient injury was not reported.